Manufacturer narrative:
A sample has been requested for analysis. If a sample is returned, a follow-up report will be submitted.

Event description:
Baxter reported, the spike of the transfer set was broken during connection by clean flash. The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with this incident.